Manufacturer narrative:
The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
The reported oad was received at csi engaged on the guide wire. Visual examination revealed the guide wire spring tip proximal solder bond and coil exhibited rotational surface damage. Scanning electron analysis revealed fractured radiopaque coils embedded within the driveshaft filars near the crown. There was no damage observed with the oad, and when tested the oad functioned as intended. At the conclusion of the device analysis investigation, the report that the oad became stuck on the guide wire and wire access was lost was confirmed. The root cause of the stuck on guide wire event was considered to be user error due to contacting the guide wire spring tip with the spinning driveshaft. The diamondback peripheral orbital atherectomy system instructions for use warns: when moving the crown advancer knob, make sure there is sufficient distance between the guide wire spring tip and the distal end of the shaft (10 cm minimum). If the distance between the shaft tip and the guide wire spring tip is insufficient, the shaft tip may damage the guide wire spring tip and result in dislodgement of the guide wire spring tip. Use contrast injections and fluoroscopy to monitor movement of the shaft tip in relation to the guide wire spring tip. The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. Csi ID: (B)(4).

Event description:
Orbital atherectomy treatment was performed to a posterior tibial artery that had no outflow. During treatment, the peripheral diamondback orbital atherectomy device (oad) became stuck on the viperwire guide wire. Glideassist was activated, however the device remained stuck on the wire and both the oad and wire were removed. Wire access was lost and attempts to cross the lesion were made, but were unsuccessful and resulted in delay of 30 minutes or greater. Balloon angioplasty was performed proximally and slow flow was observed post procedure. Per the physician, the slow flow was an improvement from no flow and did not consider it an adverse event. Analysis of the device identified fractured radiopaque coils embedded within the oad driveshaft. There were no fragments left in the patient.